Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced to restore functionality. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the ram returned multiple errors. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system would become unresponsive when attempting to load a patient archive off of a second medtronic navigation system. It was noted that the exams would lead to the navigation system becoming unresponsive when attempting merging when in the application software. It was noted that the application software would then exit without prompt from the user. There was no patient present when this issue was identified. No additional information was provided.